Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Return expected, not yet received.

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury or delay in the procedure as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of device history found no evidence of product non-conformance. Visual inspection of the returned device reveals the plunger was unscrewed and in upper position. The most likely root cause of the event is user error. (B)(4). Date returned to manufacturer ni.